Event description:
It was reported that a transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Data was received but does not reflect full investigation window. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error could not be determined. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data does not reflect the full investigation window. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error could not be determined. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.